Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for non-sustained rv oversensing was received in clinic. The patient was brought in clinic. Oversensing was noted after ap on v sense amp channel and discrimination channel. Programming changes were made. Further evaluation was suggested.